Manufacturer narrative:
It was claimed that internal leakage test failed during pre-use check. There was no patient involvement. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the device was checked and nozzle unit on air gas module was defective and needs to be replaced. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to received information in service report, replacement of the nozzle unit on air gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the manufacturer¿s specification the complete plastic nozzle unit must be replaced during preventive maintenance. It remains unknown, when the nozzle units were last replaced. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective nozzle unit. Correction of fields # d1 brand name, # d4 version or model, # d4 unique identifier (UDI) # was required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit, d4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800, d4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).